Manufacturer narrative:
H6-code 4111: requests were sent to the author to provide for example the serial number of the device, patient ID and imaging series. The requests remained unanswered. H6-code-3221: without additional information gore was unable to do further investigation.

Manufacturer narrative:
The following literature was reviewed: "a propensity score-matched comparison of two commercially available iliac branch devices in patients with similar clinical and anatomic preoperative features" fabrizio masciello et al. Presented in the international fast talk session at the 2019 vascular annual meeting of the society for vascular surgery, national harbor, md, june 12-15, 2019. Journal of vascular surgery, volume 71, issue 4, april 2020, pages 1207-1214 https://doi.org/10.1016/j.jvs.2019.07.058 requests were sent to the author to provide for example the serial number of the device, patient ID and imaging series. Answer pending. The serial number of the device was requested but is still unknown. The location of the device remains unknown.

Event description:
The following literature was reviewed: "a propensity score-matched comparison of two commercially available iliac branch devices in patients with similar clinical and anatomic preoperative features" fabrizio masciello et al. Presented in the international fast talk session at the 2019 vascular annual meeting of the society for vascular surgery, national harbor, md, june 12-15, 2019. Journal of vascular surgery, volume 71, issue 4, april 2020, pages 1207-1214. Https://doi.org/10.1016/j.jvs.2019.07.058. The objective of this retrospective study was to compare the perioperative and midterm results of cook medical zenith® branch endovascular graft- iliac bifurcation (zbis device) and gore® excluder® iliac branch endoprosthesis (ibe device) in treatment of dilated iliac bifurcations due to aortoiliac aneurysms. The ibe device consists of two components: gore® excluder® iliac branch endoprosthesis iliac branch component (ceb device) and internal iliac component (hgb device) between july 2007 and may 2018, 190 iliac branch devices (ibd) were implanted at two centers. Among the series, two preoperative propensity score matching groups were created: group 1: 35 cook zbis devices, used since july 2007. Group 2: 35 gore ibe devices, used since november 2013. Both, zbis and ibe devices, feature a similar implantation technique, with a floppy guidewire placed through bilateral femoral accesses to stabilize the device during implantation and to provide support to the 12f flexible hydrophilic sheath placed in a crossover fashion into the side branch for internal iliac artery (iia) to deliver the bridging stent in the target iia. In case of exclusion of an iliac aneurysmal degeneration distal to a previous open or endovascular aortoiliac bifurcated repair, a brachial approach was used. The following additional medical devices were mentioned within the literature: group 1: an atrium advanta v12 (getinge) was used as a bridging stent in 33 cases. The two remaining implantations were completed with a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device) in one patient and a fluency¿ plus endovascular stent graft (bard) in the other patient to land distally in the gluteal artery. Group 2: all but one patient received dedicated ceb and hgb components, in two cases combined with an additional nitinol self-expanding stent: one absolute pro® vascular self-expanding stent system (abbott) to straighten a severely kinked hgb component, and one viabahn device for distal extension in a gluteal artery because of the lack of distal landing zone in an aneurysmal iia. One implantation was completed using a viabahn device as the bridging stent graft. The following post-operative event was reported within the literature: one aneurysm-related death occurred 15 months after implantation as a result of sudden rupture of the iliac aneurysmal sac after the development of a type iii endoleak caused by the disconnection of the hgb device from the ceb device. The patient died before reaching the hospital. Aneurysmal sac rupture was documented in the autopsy report. After review of available intraoperative angiographic imaging no technical defects were found. They suspected that gradual disconnection of the devices over the time, not detectable at the routine follow-up duplex ultrasound examinations, might be the reason for the event.